Event description:
The facility reports the lift titled over on its side while the pt was in the lift. It is unk at this time if injuries occurred to both the pt and the caregiver. The date of the event is unk at this time. The lift has already been inspected by an external investigator and disposed of without the authorization of the MFR. (B) (4).